Manufacturer narrative:
The device had the cannula assembly fully deployed. Inspection of the needle mechanism, environmental seal, bottom housing found no issues that would result in a needle mechanism failure. The cannula was found to be cut short or torn off to a length of 14.96mm however was not found to be retracted. The shortened cannula resulted in a leak due to fluid not being able to flow through the entire fluid path. The exact cause and timing of the soft cannula tear could not be determined, but can be determined that it did not contribute to the reported needle mechanism failure. No needle mechanism failure was observed with the returned pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that their blood glucose reached 295 mg/dl while wearing the pod for between 5 and 24 hours. Insulin leakage was reportedly found at the infusion site (abdomen), and after the pod was removed, the cannula was not visible, indicating a needle mechanism failure.